Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, there was ¿a bubble in the tubing¿ from the manifold of the balloon catheter, indicating air ingress. The balloon catheter was removed from the patient and re-prepped. The balloon catheter was re-inserted into the patient with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.